Manufacturer narrative:
The actual device was returned for evaluation. The sample consisted of the catheter hub with a small portion of catheter tubing still in the manufactured placement inside of the oval disk. The catheter tubing broke off 3 mm below the oval disk nose. The catheter tubing was not returned within the sample. A 30 cm extension line was attached to the catheter hub and the connection was wrapped with gauze and dressing. The examination of the catheter tubing under different magnifications revealed to have "uneven jagged edges." The microscopic enhancement also showed the presence of blue fiber from an unknown source and adhesive residue on the portion of catheter tubing, close to the area of separation. The uneven jagged edges are an indication of undue tensile strength applied to the catheter and it is most likely related to catheter securement. Comparing the problem description to the instructions for use and the risk management documentation, the uneven jagged edges are an indication of undue tensile strength applied to the catheter and the issue is most likely related to catheter securement. Additional potential contributors to the failure may be excessive pressure used when flushing, use of small volume syringes, force flushing when resistance is encountered, the exposure to alcohol and solutions and misuse/mishandling. Either potential failure modes could result in catheter breakage. The proper techniques for catheter securement are listed in the instructions for use.

Event description:
This information was pulled from the complaint report reclamation client by customer. The catheter that was placed on (B)(6) 2013 at the right foot of the patient was found sectioned at the bend while it was being fixated. The nurse has identified the incident as she saw some blood drops at the proximal extremity. It appears that the catheter has been sectioned recently as there was no perfusion liquid in the bed.